Event description:
It was reported that when the devices were used during a skin stapling procedure, the staples are not advancing. Another device was used to complete the case. There was no consequence to the pt.